Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A surgical procedure was performed to remove the existing device and implant a new ipp. Upon explant, no additional device issues identified. There were no patient complications.